Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 574 mg/dl at the time of the incident and was treated with a bolus. The customer reported an insulin flow block alert and were having high blood glucose level for the past few days. The customer had an insulin pen as a back-up plan available. The auto mode feature was not active and was not automatically adjusting insulin at time of high blood glucose event. The customer declined troubleshooting for high blood glucose. The customer mentioned that the clip was broken. The insulin pump will not be returned for analysis.